Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. The battery was removed and reinserted with no failed battery test alarm noted. Inserted a water filled reservoir into the reservoir compartment and programmed multiple test boluses. All boluses delivered properly with no audio anomaly/buzzing noise noted during testing. Device uploaded properly using carelink. Device had minor scratched display window and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 300 mg/dl at the time of incident. The current blood glucose was 373 mg/dl. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appears normal. When customer delivers the bolus she hears a buzz. The insulin pump will be and reservoir will not be returned for the analysis.